Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. The initial result was 140 mmol/l. The repeat result on another analyzer was 128 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. Leakage from the ise degasser and the check valve was found. The affected parts were replaced which resolved the issue. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.